Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, leaking from the heparin tubing where the small tubing connects with the connection hub.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A photo was provided depicting the product to the manufacturer. However, the issue was not reproducible, and the reported picture could not be verified. Additionally, no sample was provided for evaluation. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.